Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device was requested, but not returned by the hcp/facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision surgery for a diaphyseal connector fracture. A locking collar and new diaphyseal connector were implanted. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, d2, d4, g3, g4, g6, h1, h2, h3, h6, h10 visual examination of the provided photo found the diaphysis segment and the diaphyseal segment screw have fractured. The devices were not returned for further evaluation. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a health care professional. Review found hinged prosthesis knee arthroplasty with acute angulation at the level of the knee joint consistent with hardware failure. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.